Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation, the monitor failed incoming functional testing and had no driven ground signal. The cause of the failures and reported messages was isolated to an open r781 resistor. Review of the patient's downloaded ECG data indicates that the patient may have received an external defibrillation while wearing the lifevest. The damaged to the r781 resistor is consistent with damaged caused by an external defibrillation; however, the occurrence of an external defibrillation was not reported to zoll and was unable to be positively confirmed. There were no adverse events association with this event or that resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was producing constant adjust belt/check belt messages.